Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? => no information. Was the ampoule crushed repeatedly? => no information. Did the glass penetrate the user¿s skin? => yes. What was done to treat the shard penetration? => the cut on the surgeon's finger was mundified and an adhesive tape was applied. Was medical or surgical intervention required? => no . What is the status of the surgeon injury today? => no information. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown chest surgery on (B)(6) 2018 and topical skin adhesive was used. During use, the surgeon got injured by a broken piece of the glass ampule which protruded from the applicator. The cut on the surgeon's finger was mundified and an adhesive tape was applied. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.